Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was making a loud noise when she was attempting to rewind it. Customer stated the device also makes the noise when she is filling the tubing and when she has suspended the device. The sensor reading was 40 mg/dl and since she didn't have a test strip at the time she treated by eating to correct the low. Customer's wasn't sure what her blood glucose was at the time the device alarmed. Due to her eating her blood glucose went up. She took the correction. Customer did a self-test and the device passed. Customer stated the noises did occur. Customer was advised to monitor the device and to call back if the noise got louder. Customer's current blood glucose was 335 mg/dl. Customer is not returning the device for analysis.